Event description:
It was reported that the customer's insulin alarmed weak battery. It was stated that the battery last only for two days. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the all the operating currents were tested within specifications. Unable to confirm unexpected low battery alarm. The device had a broken solder joint on the interface board. The unit was received with cracked end cap and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.